Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support requesting a factory reset due to maladaptation with meal announcements while using meals as correction on the ilet bionic pancreas, and the issue was categorized as an improper or incorrect procedure or method related to the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with failure to follow instructions while interacting with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.